Event description:
During an ivc filter placement, physician attempted to load filter into sheath just before placement into the patient. The filter entered sheath but would not advance. Tried a 2nd time, but it was stuck.